Manufacturer narrative:
The issue was investigated in detail. The investigation showed that the main plug was defective and caused the described situation. It was confirmed by the service organization that a loose cable inside the main plug caused a short circuit and, therefore, lead to the described sparks while charging. According to the information received by the service organization the main plug was immediately replaced and the complete entire cable winder was replaced later. Since the defective plug was no longer available, reasons to why the cable became loose could not be determined. The described issue was solved at the customer site by service technician with replacement of the affected part.

Manufacturer narrative:
It was communicated that a loose cable in the power plug and a short circuit in the pin area were found. At this point in time it is assumed that the observed sparks were caused by a defective power plug. Siemens local service replaced the power supply plug on the system. The user was advised not use the system until the main cable is replaced. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens was informed about sparks that were generated from the power plug while charging the mobilett xp hybrid device. There is no patient involvement in the reported case. There are no injuries attributed to this event. The reported incident occurred in (B)(6).